Manufacturer narrative:
Upon receipt of additional information, it has been determined that this event is a duplicate. The initial report should be voided. This event was previously reported on MFR- MFR-0001526350-2024-00670 on june 05, 2024.

Event description:
Upon receipt of additional information, it has been determined that this event is a duplicate. The initial report should be voided. This event was previously reported on MFR- MFR-0001526350-2024-00670 on june 05, 2024.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the unit was not cutting. The timing of the event was not communicated to the reporter. There was no harm or injury to patient. The procedure was completed with an alternate device. Due diligence is complete. No additional information is available. No adverse event reported.